Event description:
A facility reported that a codman certas valve (ID (B)(6)) was implanted on (B)(6) 2026. Valve initial setting not available. It was reported that the valve settings changed post-implantation. The settings were reset; however, they changed again. The most recent setting change was identified while the individual was at home. Valve settings were verified using a programming tool. No incident involving significant acceleration or deceleration (e.g., motor vehicle accident or fall) was reported. The valve was subsequently removed and replaced on (B)(6) 2026. The individual's condition was reported as stable and discharged home.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d6b, g3, g6, h2, h3, h11. Additional information received: please confirm explantation date: (B)(6) 2026. Did the patient experience any signs and symptoms due to valve setting changes? If yes, please explain - no such incident reported.